Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturing representative that the patient fell when they were inside of a boat. After the fall, the patient experienced an increase of pain in their back. The cause of the event was the patient's fall. The manufacturing representative did not know if there were any diagnostics or troubleshooting was done. The patient's health care provider (hcp) decided to replace the percutaneous lead with a surgical lead. After the lead revision, the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.